Manufacturer narrative:
The immucor employee at the customer site sent immucor technical support the instrument testing files for immucor technical support to assess the instrument test well images in question on (B)(6) 2018, which appeared visually positive (for both the galileo echo, and also the galileo neo instruments). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication cc-09-042-02 is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee visiting customer site, reported on behalf of the customer, an unexpectedly negative antibody screen, when tested on a galileo echo instrument on (B)(6) 2018.